Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 428 mg/dl at the time of the incident and 234 mg/dl after treatment. The customer was at 142 mg/dl at the time of the call. The customer used the pump and was given manual injections to treat. The customer experienced symptoms such as feeling sick, nausea, frequent urination, and dry mouth. The customer was wearing the insulin pump during the incident. The customer believes the pump was not delivering insulin. Troubleshooting was not completed as the customer did not have tubing clamps. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing display window cover and minor scratched lcd window. (B)(4).